Event description:
It was reported that there was particulate matter (pm) observed in thirteen (13) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as ¿foreign material¿ and was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date between 26 aug 2023 to 26 dec 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 27, 2022 ¿ september 28, 2022. H10: thirteen devices were received for evaluation. Visual inspection along with magnification was performed, and a single loose white polymeric appearing particle morphologically consistent with fill port material on the wall of the fill port interior wall was observed in one sample. The reported condition was verified. The cause of the condition could not be determined. Visual inspection did not identify any abnormalities in the remaining twelve samples that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.